Event description:
It was reported that the customer had a motor error alarm on her insulin pump. The customer's blood glucose level was 160 mg/dl. Customer's spouse said that they were changing the site and reservoir when the motor error occurred. Customer was assisted with clearing the alarm. Customer was advised to disconnect from the pump. Customer was able to complete the rewind sequence, but then it went back to motor error. Insulin pump will need to be replaced. Customer's spouse was unable to retrieve the settings from the pump because it keeps beeping for the motor error. No additional information provided.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, no delivery and motor tests. There was no motor error alarm noted. The motor was tested outside of the device and passed. The insulin pump was received with cracked case at the display window corner, reservoir tube lip, minor scratched lcd window, stained end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.